Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port monopolar cautery instrument was analyzed and found to have a cracked tube adapter. No material appears to be missing. Intuitive surgical, inc. (Isi) additional observations not reported complaint. The instrument was found to have bent electrical contacts. No material appears to be missing. The instrument was found to have thermal damage on the tube adapter. An in-house instrument tip was installed, and the instrument was tested for electrical continuity and passed.

Event description:
It was reported that the single port monopolar cautery instrument had a crack at the tip of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and attempted to obtain additional information, however, no further detail was available.